Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the customer reported complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The clip opened and closed properly. A clip test was performed on the instrument and passed. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Correction: the initial us reportability aware date for the clip falling out of the medium-large clip applier instrument is (B)(6) 2023. Refer to field b4 for the corrected date.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not hold the clips and the clips kept falling out, an investigation is in progress to determine the cause of this reported event intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis and the investigation is in progress. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Note: refer to medwatch report (MDR) with patient identifier # (B)(6) for MDR submission of the event logged against a second medium-large clip applier instrument having the same issue in the same procedure.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the clips and the clips kept falling out. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a clip fell into the patient¿s anatomy and was retrieved during the same surgical procedure. The instrument was inspected prior to use and no damage to the instrument was noted. The clip applier incident occurred while the surgeon attempted to clamp on a vessel or tissue. The issue was related to an unsuccessful clip application. Medium-large weck clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The clip applier been used twice during the case when the incident occurred. The surgeon discontinued use of the medium-large clip applier instrument and used a laparoscopic clip applier instrument to continue the procedure. The instrument is available for return to isi for evaluation. There are no photos and/or videos of the event for isi review.